Manufacturer narrative:
Other, other text: customer reported that the alarm display no disposable pump won't run.tamper seals are all intact. Found fluid ingression on pump by the chassis base of the downstream occlusion sensor. Performed functional check. Unable to determine who caused the problem. Replaced sensor.

Event description:
It was reported that the alarm display no disposable pump won't run. No patient injury was reported.

Event description:
It was reported that the alarm showed disposable pump won't run. No patient injury was reported.

Manufacturer narrative:
Other text: customer reported that the alarm showed disposable pump won't run. Tamper seals are all intact. Found fluid ingression on pump by the chassis base of the downstream occlusion sensor, which caused the issue. Performed functional check. Unable to determine who caused the problem. Replaced sensor.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited a no disposable pump won't run alarm. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was returned for evaluation and was found all intact. The event history log (ehl) showed several alarm messages no disposable. Visual and functional testing was performed. Functional testing was unable to be performed due to pump was alarming double beeps. The reported issue was able to be duplicated. The investigation found fluid ingression on pump by the chassis base of the downstream occlusion sensor. The downstream sensor was replaced. The root cause of the issue was unable to be determined.

Manufacturer narrative:
Other, other text: customer reported that the alarm showed disposable pump won't run. Tamper seals are all intact. Found fluid ingression on pump by the chassis base of the downstream occlusion sensor, which caused the issue. Performed functional check. Unable to determine who caused the problem. Replaced sensor.

Event description:
It was reported that the alarm showed disposable pump won't run. No patient injury was reported.